Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus and basal delivery and motor position encoder error alarm was noted in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, unexpected restart error test and occlusion test due to motor error alarms. However, all operating currents are within specification and passed displacement test, off no power test, self-test rewind, basic occlusion test and prime test. No unexpected low battery or off no power alarms noted. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for motor position encoder error and motor error alarm. The customer's blood glucose level at the time of incident was 256mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.